Manufacturer narrative:
B5; additional information received; it was reported that there was no damage to the device's box or internal packaging or delivery system. The deployment steps were followed per the instructions for use (IFU). It was stated that the access vessels were on smaller side and the aorta exhibited moderate thrombus; however, this was used as a distal piece and was deployed inside of the proximal stent. While opening the graft, the entire first stent ring did not expand and the rest of it expanded as normal. And the proximal stent ring did not open after deploying the tip capture step. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported deployment /expansion issue was confirmed on the films received. However, the cause of the event could not be determined from the limited images provided. The availability of angiogram videos taken during the index procedure showing the deployment of the stent graft could have allowed for a thorough analysis of the reported event. Analysis of the returned films did not reveal any stent graft integrity issues. Device evaluation summary: the device returned with the external slider and tip capture release mechanism in home position. No deformation was evident to the handle, slider, tip capture release mechanism or screw gear. No deformation was evident to the graft cover, spindle or peek lumen. Deformation was evident to the taper tip. The reported deployment/expansion issues could not be confirmed through analysis. Based on analysis completed the final failure mode assigned is deformed component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 50mm thoracic aortic aneurysm . It was reported during the index procedure, the valiant captivia stent (vamf3838c150tu) was placed proximally, while valiant captivia stent (vamf4242c150tu) was positioned distally, 10mm superior to the celiac artery. During the deployment (vamf4242c150tu) stent graft, the first stent covered in graft material (proximal stent) and failed to open after releasing the bare springs/tip capture. The delivery system could not advance, and the tip could not be pulled down through the compressed, undeployed stent segment.  The physician resolved the issue by upsizing the contralateral limb sheath in the right groin from 5f to 9f and advancing a guidewire through the area where the stent had not deployed. A non-mdt pta balloon was then advanced over the guidewire, and 6 atms of pressure was used to balloon the (vamf4242c150tu) stent graft. The stent sprung open and fully expanded to its intended diameter. Both stents were then ballooned using reliant balloon through the 22f sentrant sheath in the left groin, and the case proceeded without further complications. Per the physician the cause of the deployment issue was due to a device deployment malfunction. No additional clinical sequelae were provided, and the patient is fine.